Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 12f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 20f and the tevar procedure was completed. Reportedly post procedure, a suture break occurred with one of the prostyle sutures. The knot of the other suture was advanced; however, hemostasis of the large hole was not completely achieved. Manual compression was ultimately applied to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.